Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after a peripheral interventional procedure using a 6f sheath. Reportedly, the dilator with sheath were inserted and would not enter the arteriotomy site and were removed. It was then noted that the dilator tip was damaged (chewed-up). The dilator was not inspected prior to insertion. A new starclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Per case details "the tech nor the physician looked at the dilator prior to insertion. When the dilator with sheath was inserted it would not enter the arteriotomy site and removed." It should be noted that the electronic starclose instructions for use (eifu), states: "prior to use, ensure that the starclose se vascular closure system and sterile packaging have not been damaged during shipment. Examine all components prior to use to verify proper function". It is unknown if the IFU violation contributed to the reported difficulties. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficult to insert could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to damage to the dilator tip and difficult to insert include, but are not limited to, patient anatomy variables, damaged sheath or device angle change. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 clarifier: failure to follow steps / instructions.